Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the patient came to the hospital with lethargy, aphasia, and left limb weakness. On admission to the hospital it was stated patient had "hemoglobin in the 5's" and tested positive for blood in his stool. Two units of packed red blood cells (prbcs) were administered with appropriate response in hemoglobin level. A computed tomography (CT) scan was performed and indicated a subacute infarct and a subarachnoid hemorrhage. The patient was later discharged from the hospital and returned to pre-stroke baseline with no residual effects from the reported event. The pump was not returned as it remains implanted. Gastrointestinal bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately thirteen months post heartware lvad implantation, the patient was reported to have presented to the hospital with lethargy, aphasia and left limb weakness. The patient's partner reported that the patient had been "very sleepy since awakening and was just acting differently", but he had refused to come to the hospital for several hours. The patient had rested all day and around three o' clock in the afternoon, the patient's partner noticed drooling and that the patient seemed confused and was unable to speak. The partner mentioned that no controller alarms occurred during this time. Upon arrival to the hospital, the patient was found to be in a normal sinus rhythm with a rate of 74 beats per minute and a mean arterial pressure of 79mm/hg. A computerized tomography (CT) scan was positive for an ischemic stroke. The site reported the internal normalized ratio (inr) was therapeutic upon arrival and at no time during the event was the patient's anticoagulation held. It was reported that the patient's hemoglobin was low (5g/dl) upon admission and the patient tested positive for blood in the stool. Further details regarding the source of bleeding finding were not provided however, additional information has been requested. The patient presented with a (B)(4) stroke scale score of eleven on admission which was reported to have improved to a score of four within four days of the event. The site reported that no treatment was provided due to the fact that they were unable to determine the actual onset of symptoms.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.